Event description:
Went the ER for a insect bite. The nurse circled the around the bite area with skin marker to be treated. The next day removed the bandages around the bite and noticed that the ink spread into effected area which it got into the blood stream and cause a flesh infection. Fluid into veins.